Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation with the twist clamp in the closed position and a mini cap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed with the returned minicap and no leaks or issues were observed. There was no damage to the female connector. Clear passage and clamp function testing were performed and no issues were observed. Integrity of seal surface testing was performed; the patient adapter was tightened to an in-lab titanium adapter and leak tested and no issues or leaks were observed. A photograph was provided for evaluation. Review of the photograph showed iodine staining. The reported leak was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked from an unspecified location. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.